Event description:
Rn reports three incidents of an incomplete prime of the patient line of the homechoice set. Noted during priming. Rn reported they were at the patient's home when one of the incidents occurred. Rn replaced the cassette only and the patient's treatment was completed without incident. No patient injury or medical intervention reported per rn.